Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Review of the post market surveillance survey noted, "many patients develop persistent thigh pain that limits success of tha procedure."